Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx 15-18mm retrieval balloon was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the hepatic portal region and withdrawn to the duodenum side; however, resistance was met and the device became stuck. The balloon was deflated and attempted to be removed, but this was unsuccessful and the device remained stuck from the mid bile duct to the distal bile duct, where the target stone (approximately 7-8mm in size) was present. It was reported the device may have been stuck on this stone. The diameter of this portion of the duct was reported to be approximately 7-8mm. As the device could not be removed, the catheter was cut, leaving the distal portion inside the patient nasally. An endoscopic naso-biliary drainage (enbd) tube was then placed nasally and the procedure was stopped and rescheduled for (B)(6) 2012. On (B)(6) 2012, the fragment of the device remaining in the patient was removed by surgery, by again cutting the device in two pieces. It was confirmed that all fragments of the device were able to be removed from the patient during this follow up surgery. It was reported there were no problems with the patient's condition at the conclusion of this procedure. The patient's release date is unknown, however as of (B)(6) 2012, the patient was planned to be released from the hospital on (B)(6) 2012.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx 15-18mm retrieval balloon was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the hepatic portal region and withdrawn to the duodenum side; however resistance was met and the device became stuck. The balloon was deflated and attempted to be removed, but this was unsuccessful and the device remained stuck from the mid bile duct to the distal bile duct, where the target stone (approximately 7-8mm in size) was present. It was reported the device may have been stuck on this stone. The diameter of this portion of the duct was reported to be approximately 7-8mm. As the device could not be removed, the catheter was cut, leaving the distal portion inside the patient nasally. An endoscopic naso-biliary drainage (enbd) tube was then placed nasally and the procedure was stopped and rescheduled for (B)(6) 2012. On (B)(6) 2012, the fragment of the device remaining in the patient was removed by surgery, by again cutting the device in two pieces. It was confirmed that all fragments of the device were able to be removed from the patient during this follow up surgery. It was reported there were no problems with the patient's condition at the conclusion of this procedure. The patient's release date is unknown, however as of (B)(6) 2012, the patient was planned to be released from the hospital on (B)(6) 2012.

Manufacturer narrative:
Investigation results: visual examination of the device confirmed that the distal part of the catheter was cut. The proximal part of the catheter was found to be excessively stretched which is consistent with an excessive force being applied to the catheter upon catheter withdrawal. The catheter shaft was inspected for kinks and dents and the distal part of the catheter was found to be bent. Based on the product analysis results the complaint description could be confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The reported event of catheter stuck in patient's common bile duct. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.